Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys would not save images during a case. The 9800 sys had to be rebooted and the procedure was completed without further incident. No pt injury was reported.